Manufacturer narrative:
E1. Initial reporter facility name (cont.): (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. During the visual inspection, a whitish material was observed on the electrode. Due to this, a fourier transform infrared spectroscopy (ft-ir) was performed and the investigation concluded that the foreign material is primarily composed of a polyethylene -based material with a second component, barium sulfate (bas04). This composite material is widely used as radio pacifier along medical device industries, however, the source of origin remains unknown. The device was connected to a carto 3 system, and the device was visualized and recognized correctly; however, force high readings were observed on the system. The root cause of electrode damage could be related to the use of the sheath during the procedure; however, this cannot be conclusively determined. The electrode damaged and the reddish material are the potential cause of the force issue failure reported by the customer. A manufacturing record evaluation was performed for the finished device 31037999l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a foreign material inside the pebax. Initially it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-oct-2023, there was a reddish material inside the pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. The reddish material in the pebax and the whitish material observed on the electrod, as well as electrode damage, were assessed as MDR reportable. The awareness date for this reportable lab finding was 09-oct-2023.